Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported crosslead penetration guide wire was returned for evaluation. No significant deformation such as a bend was observed on the returned guide wire. Microscopic observation of the wire shaft found that the ptfe coating was peeled off at approximately 20.5-23cm from the tip and the underlying shaft core was exposed, near which scratches were also found on the ptfe coating. Replication test: there were known cases of peeling of ptfe coating, which were caused due to scrape by the metal tip of a catheter. Referring to know similar events, an unused crosslead penetration guide wire was inserted into an unused corsair armet microcatheter and made to contact the distal edge of the microcatheter in order to replicate the ptfe coating damage by pushing and pulling manipulation. As a result, similar ptfe coating damage in the longitudinal direction that was seen on the returned guide wire was observed on the sample guide wire and the underlying core shaft was exposed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the crosslead penetration guide wire might have been temporarily bent due to the anatomical conditions so that the wire shaft would contact and be forcibly scraped by the metal tip of the concomitant corsair armet microcatheter during the manipulation of either the guide wire or the microcatheter. Consequently, the ptfe coating was peeled off. Although it was concluded that this event was not attributed to product quality, given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some wire fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. ~ do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse events]. 1. Malfunctions: ~ coming off of coating.

Event description:
It was reported that an endovascular treatment (evt) was performed to treat a heavily calcified 90-99% stenosis in the right superficial femoral artery (sfa) via ipsilateral femoral artery approach. When an asahi crosslead penetration guide wire was used with a medikit parent select 5082 guide sheath and an asahi corsair armet microcatheter, the coating of the guide wire was found peeled. A new crosslead penetration guide wire was used to successfully complete the procedure. It was informed that there was no adverse patient effect.